Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a right atrial lead repositioning procedure due to dislodgement. During the procedure on (B)(6) 2018 it was noted that the right atrial lead's helix was difficult to retract. No intervention was reported. On (B)(6) 2018, the patient presented for lead revision and while attempting to gain access and reposition the lead, the right ventricular and left ventricular leads were pulled back. All three leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
(B)(4).